Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued), amikacin injection (500mg initial dose, once daily, intraperitoneal, discontinued followed by 100mg, once daily, intraperitoneal, discontinued) and meropenem injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. Eleven days after event onset, pd therapy was discontinued, the pd catheter was removed, the patient was discharged from the hospital and transferred to hemodialysis (ongoing). At the time of this report, the patient has recovered from abdominal pain; however, has not recovered from peritonitis and cloudy pd effluent. It was reported that retraining has been done for the caregiver and the patient. No additional information is available.